Event description:
It was reported that a homechoice (hc) pro machine experienced an unspecified system error (se) alarm. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the device for evaluation. Visual inspection, functional testing, and an event history log review were performed. The event history log review identified the following alarms: system error 2046 and system error 2418. The cause of the alarms could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.